Event description:
It was reported that the ventilator failed the pre-use checks. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. No parts were replaced. It was reported that the ventilator failed pre-use check and our field service engineer (fse) confirmed this on site. An attempt to reload system software failed. Our fse reseated printed circuit (pc) boards in the ventilator after which system software was successfully reloaded. After that several pre-use checks passed before the ventilator was returned to service. The observed pre-use check failures were probably caused by a bad pc board connection since a reseat of pc boards solved the issue with the software installation and since several pre-use checks passed after the software installation. But this could not be confirmed since the received device logs did not cover the event date.

Event description:
(B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.